Event description:
It was reported to covidien on 05/22/2009, that a customer had an issue with a dialysis catheter. Customer states the pt came in with cracked hubs and the catheter need to be pulled and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.